Event description:
Reporter indicated a vns programming wand was unable to interrogate a patient's vns generator. The reporter believed the vns was at end of service, but it has not been established that the generator is actually at end of service, and it is not known if the reporter had been able to interrogate other patients with the programming wand. The failure to program event for the generator was previously reported via MDR # 1644487-2010-00239. Further requests for information from the reporter are in progress.